Event description:
Event reported to distributor. Per rep: in a wrist arthroscopy surgery, the doctor says the catheter wouldn't pull out, after applying force the catheter broke off. The dr performed a second surgery and removed about 3 inches of the catheter.